Event description:
It was reported that the patient experienced ineffective therapy due to invalid impedances in their scs lead. Surgical intervention is planned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy due to invalid impedances in their scs lead. Surgical intervention was undertake on (B)(6) 2022 and effective therapy was restored afterwards.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.